Event description:
It was reported that shaft break occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the delivery system was fractured while trying to deliver the stent and the balloon could not be inflated for deployment. There were no patient complications.